Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a rcr the anchor broke while the surgeon wanted to place it. The hole has been prepared with 5.5 pfriem. The procedure was completed with same like product with a 2 minute delay. Additional information received via email from the affiliate on 6-21-17 the surgeon removed all the broken fragments. The surgeon did use the original bone hole to complete the procedure. It is unknown the bone quality of the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the anchor is broken in pieces, you can refer the pictures attached in the investigation summary tab. This complaint can be confirmed. The suture was not present in the device returned. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Other than this possibility, we cannot discern a definite root cause for the failure. A DHR review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a rcr the anchor broke while the surgeon wanted to place it. The hole has been prepared with 5.5 pfriem. The procedure was completed with same like product with a 2 minute delay. Additional information received via email from the affiliate on 6-21-17: the surgeon removed all the broken fragments. The surgeon did use the original bone hole to complete the procedure. It is unknown the bone quality of the patient. When did the breakage occur? Intraoperatively. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No, only 2 minutes delay. If breakage occurred near surgical site, how were fragments retrieved? Fragments retrieved. How was the procedure completed? Same like device. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? Unknown. Is surgical intervention planned? Yes. Did portion of the device remain in the patient? No. Did delay result in adverse event ? No. Any patient impact? 2 minutes surgical delay.